Event description:
Pt reported experiencing early morning seizures (during sleep) due to low blood glucose (40-60 mg/dl) for the last three days (no medical attention was required - pt was given orange juice by family member(s).